Event description:
(B)(6) / abbott freestyle libre 3 plus sensor purchased through insurance-contracted supplier (B)(4) was paired with tandem tslim x2 insulin pump for continuous glucose monitoring with internal control iq automated insulin delivery system. Sensors are not transmitting blood glucose values for automated insulin or manual insulin delivery or indication of hyper/hypoglycemia. This pattern of not transmitting glucose data to pump has been viewed with multiple freestyle libre sensors paired with tslim x2 pump. Lack of glucose data could result in hospitalization or death and investigation should be conducted into sensor's ability to transmit data to insulin pump.